Event description:
Meter name: one touch ultra, strip name: lifescan one touch ultra, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: no symptoms. A patient reported they were "upset mentally". Their meter allegedly would only prompt error 5 message. They were unable to get a result on the meter. There was no comparison. Not treated. No further information has been reported.